Event description:
Revision surgery 6 months post op. Due to loosening of the cemented fixed tibial baseplate. Intraoperatively the bone condition under the cement was not considered normal by the surgeon. A low grade of infection could not be excluded. B)(4).